Event description:
The pt was taken to the or for hemiarthroplasty of right hip, utilizing o.d.c. Type prosthesis. A single batch of methylmethacrylate was mixed. It was applied as directed. As it was curing, there was a sudden dramatic drop in heart rate and blood pressure. It improved a bit, but then continued to worsen. Resuscitation began. She improved slightly, was stabilized in poor condition, and sent to the recovery room.